Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, on the first inflation at about 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.